Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer's current and at the time of the incident blood glucose level was unknown mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was treated with insulin pump and the manual injection. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.